Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion and upstream occlusion seals were damaged. This indicated a reportable malfunction based on the damaged seals. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The reported issue was confirmed. The seals were replaced to address the reportable issue.

Event description:
It was reported that pump had a rusted battery compartment discovered during testing. There was no patient involvement. Evaluation of the returned device identified damage to the downstream and upstream occlusion seals.